Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported e220 and e122 errors the event occurred during a therapeutic procedure while the patient was under sedation. The intended procedure was completed using the same device involving an olympus video system center. There was no patient injuries reported.